Event description:
It was reported that the patient¿s pump had flipped and possibly replaced. This device system reportedly delivered lioresal at the time of the event. No further information was provided at the time of the call. Additional information was requested to verify event dates, product involved, patient symptoms, resolution and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).